Manufacturer narrative:
Correction made to event details and patient codes.

Event description:
It was reported that a thrombus was seen on the device. A watchman laa closure procedure was performed and a 27mm watchman laa closure device & delivery system (wds) was successfully implanted. The patient presented for their 1-year post-procedure follow up exam. A transesophageal echogram was performed and a thrombus was noted on the threaded insert of the closure device. The thrombus measured 2.5cm x 2.5 cm. A complete seal was noted at the time of the procedure, which has not changed. The patient was discharged with eliquis to resolve the clot. No follow up has been performed yet. Per physician, patient had medication compliancy issues in the past and was concerned her medication regime of plavix and aspirin was not being followed as instructed leading to cause the thrombus. No other patient complications at this time. It was further reported the patient sustained a pericardial effusion in (B)(6) 2018. Correction: it was further reported that the patient actually sustained at pulmonary embolism in (B)(6) 2018 not a pericardial effusion.

Event description:
It was reported that a thrombus was seen on the device. A watchman laa closure procedure was performed and a 27mm watchman laa closure device & delivery system (wds) was successfully implanted. The patient presented for their 1-year post-procedure follow up exam. A transesophageal echogram was performed and a thrombus was noted on the threaded insert of the closure device. The thrombus measured 2.5cm x 2.5 cm. A complete seal was noted at the time of the procedure, which has not changed. The patient was discharged with eliquis to resolve the clot. No follow up has been performed yet. Per physician, patient had medication compliancy issues in the past and was concerned her medication regime of plavix and aspirin was not being followed as instructed leading to cause the thrombus. No other patient complications at this time. It was further reported the patient sustained a pericardial effusion in (B)(6) 2018.